Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on himself numerous times. The device allegedly gave readings that were at least 4.1°f lower than the patients actual temperature. The patient was seen at an urgent care facility where a fever of 102.9°f degrees was confirmed. There were no complication's from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.